Manufacturer narrative:
A ge service representative performed an onsite investigation. The kv control pcb was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported a communication failure error message. This error may result in a system lock up, no boot, or shut down. This resulted in a loss of imaging functionality. There is no report of injury or death associated with this event.